Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It has been reported that the rv coil and svc coil impedances vary from 44 ohms to greater than 200 ohms, noise can be created on the rv top to rv coil vector, and there is a lead fracture the lead was replaced. No patient complications have been reported as a result of this event.